Manufacturer narrative:
Image analysis: three images and two videos were submitted for evaluation. Review of the provided materials confirms the presence of stent deformation and twisting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stent prp35-06-120-120 protege ef was implanted in the mid right superficial femoral artery during a procedure to treat an 80% stenosis due to plaque. Moderate vessel calcification and tortuosity were reported. Artery diameter reported as 6mm. Lesion length reported as 10mm. Following deployment, stent deformation and twist were observed in vivo. There was nothing unusual in terms of deploying the delivery system and stent. An attempt was made to correct the twist using a non-compliant (nc) balloon, which resulted in perforation. To address these issues, a cover stent was used. No patient complications have been reported as a result of this event. The patient is doing well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.